Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4), 2012.

Event description:
Per the clinic, the patient experienced nausea and pain with and without stimulation, and the problem could not be resolved. A CT scan indicated that the implant was resting on the dura mater. The device was explanted (B)(6) 2012. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.